Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) . Patient has stim cut off and turn back when pt going from sitting to walking or while pt is walking. Pt had ins changed out 6 wks ago and this issue with stim cutting out started after ins was placed. Pt has been reprogrammed also since pt got the vanta ins. Pt wasn't getting this type of cutting out with his prior ins. Pt called back regarding adaptivestim issue. Pt stated that they were using adaptivestim and that they had the rep program the therapy to change instantly so that there was no delay between changing positions. Pt stated that if they were sitting on the couch and got up to answer the door, the ins would shut off while they were walking to the door and then 15-20 seconds later, the ins would come back on. Pt stated that if they got up in the middle of the night to go to the bathroom and sit down, the ins would shut off; pt stated that they wouldn't even move at all when 15-20 seconds later the ins would turn back on. Pt stated that it was a jolt and a zap when the ins would turn back on since they had their stimulation level turned up to where the therapy would help them. It was reviewed with the pt that it would be expected for the therapy to temporarily stop while they were in transition, however it was possibly a transition time issue so the rep would have to check the therapy settings to see if the transition time would need to be adjusted. Pt stated that they met with the rep and that the rep changed all of the programs (a, b, c and d) so that the stimulation would change immediately without a delay. Pt stated that the rep suggested that the pt turn off adaptivestim and make the therapy adjustments manually, however pt stated that they couldn't do that and that they needed adaptivestim. Pt stated that they tried another program to see if it was a program issue, however the issue occurred within each program. Pt stated that they couldn't call the rep back since the rep was at a loss. Pt stated that when they stand up and start walking everything is fine, however in the middle of walking the ins shuts down and then kicks back on; pt stated that since they were already in the next position, it was not a transition time issue. Pt stated that the rep had checked everything out with the ins and that everything checked out good including impedances. Pt stated that before the rep adjusted the programming, they would have to stand up and wait before they started walking for the therapy to adjust; pt stated that this issue started after the rep worked on the programming. Pt stated that they could be sitting playing cards when all of a sudden the ins would shut down and then 20 seconds later the ins would come back on; pt stated that the ins does this whenever it feels like it. Pt stated that they went shopping the other day and that they were walking to the car and as they got to the car the ins shut down; pt stated that they got in the car and sat down and as they were driving to the store the ins kicked back on. Pt stated that while they were walking with a shopping cart in the store, the ins shut off and came back on 20 seconds later. Pt stated that they needed a real expert since something was definitely wrong with the ins going off and on at random. Pt's transition times are all set to 0 sec. Imped all normal range. If pt checks his remote while walking, his remote doesn't say mobile. Pt uses same intensity for mobile and walking. Pt describes that when he felt stim cut out the other day, it didn't go back on for a little while until he sat down. Pt also describes that if stim cuts out while sitting upright, if the pt sits more upright or moves in a certain way then he will feel stim again. Pt has 1 perc lead and has this issue with stim cutting out on all his groups, a-g. Pt not using cycling.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the diagnostic/troubleshooting done was they kept program with adaptivestim and without adaptivestim. The cause was not determined. The actions that were taken was the rep discussed with patient (3/2/22) to try adaptivestim program and program without to determine whether or not that feature was the cause. They are awaiting the response from the patient.